Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received regarding 9" (23 cm) appx 0.39 ml, pur yellow smallbore ext set w/clave¿ clear, 1.2 micron filter, clamp, luer lock alleging a leak during patient use.. It was reported that total parental nutrition (tpn) was running on a tube connected to this filter, and a leak was found on the filter. There was no patient harm reported.

Manufacturer narrative:
Additional information: b5 - describe event or problem - patient impact was clarified.

Event description:
An email was received regarding 9" (23 cm) appx 0.39 ml, pur yellow smallbore ext set w/clave¿ clear, 1.2 micron filter, clamp, luer lock alleging a leak during patient use. It was reported that total parental nutrition (tpn) was running on a tube connected to this filter, and a leak was found on the filter. The IV was running on the patient. When nurse returned to check the bed was wet due to the leaking. No harm was done. They double checked the sugar on baby and was fine. Just the inconvenience of having to change all the linen on a critical baby.

Manufacturer narrative:
Investigation summary. Received five (5) used mc330715 smallbore ext sets and one (1) 10ml syringe for inspection. The filter vents were wetted out with prior infusate as received on each set. Each set was leak tested per product specifications. There was leakage from the filter vents on four (4) of the returned sets. The reported complaint can be confirmed on the four (4) sets. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.